Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the pacing system analyzer exhibited loss of pacing even after re-calibration. No patient harm was observed.